Manufacturer narrative:
Analysis was able to confirm the reported broken output connectors. Analysis also noted that the lower case was broken, the main printed circuit board (pcb) was out of electrical specification, the hanger assembly was broken, and the main seal was broken. All found defective parts were replaced and all other identified issues were resolved. The device firmware was updated. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had damaged atrial and ventricular output connectors. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
Failure analysis was performed on the main board. Visual inspection: no anomalies. Benchtop analysis: assembled into a golden unit. Ran on automated test console. Failed atrial pulse noise test, 160.41mv. Measured atrial pulse noise is within the requirements of the atrial pulse noise test (0-100 mv). Measured atrial pulse noise on the bench at 50.0mv. Logs analyzed, one 802 error found. Confirmed unit fails atrial pulse noise test, but atrial pulse noise level measured is within device specifications. Conclusion: no defect found. If information is provided in the future, a supplemental report will be issued.